Event description:
Patient was ordered to have a ivc filter placed. Right groin was accessed and catheter positioned in ivc. Upon deployment of the ivc filter it deployed prematurely in the catheter and was lodged in the catheter. The deployed device was removed from the right groin losing access. After pressure was held to right groin the left groin was accessed and a ivc filter was deployed to the ivc without issue.